Manufacturer narrative:
Approximate age of device: 4 years and 3 months. The pump will not be returned to the manufacturer for evaluation as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
Additional information: it was reported that the patient was admitted to the hospital on (B)(6) 2014 in acute decompensated heart failure which had happened several times since the original implant. Decreased unloading of left ventricle was visualized on the echocardiogram. Dark urine, decreases in flow and increases in lactate dehydrogenase (specific value not provided) were also present. The number of admissions to the hospital could not be confirmed. On this admission ((B)(6) 2014), heparin administration was considered but ruled out when the patient's inr was found to be 9. The patient¿s wife requested that no further lifesaving interventions be performed. Prior to this admission, a decision had been made that this patient was to be placed on hospice care. Additional information was received from the (B)(6) registry stating: lvad thrombosis on coumadin, patient had syncopal episode, heart sounds distant with high pitched vad sounds, thrombosis result of chronic end stage heart failure with multi organ dysfunction. Additional information was also provided: pump malfunction: yes. Device malfunction causative factor: no cause identified. Primary cause of death: device malfunction. Device function normal: no.

Manufacturer narrative:
The attached user facility medwatch report # (B)(4) was received from the (B)(6) registry.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. The root cause of the reported event could not be determined. The instructions for use lists thrombosis and hemolysis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient expired on (B)(6) 2014. The patient presented to the hospital with low flow alarms. An echocardiogram was performed and it was found that his pump had clotted off. The patient and his family chose hospice care, as the patient was not a candidate for his pump to be exchanged.